Event description:
A patient was undergoing laparoscopic total hysterectomy in the main operating room using robotic equipment. The surgeon was exchanging the devices to allow for cautery of a small bleeder. The iliac artery was nicked in error. A vascular surgeon was called and arrived quickly to repair the vessel. The patient was transferred to the intensive care unit for observation. The patient is doing well.note: during the case at the very end with insertion of robotic laparoscopic scissors through the right robotic sleeve, there was injury to the right external iliac artery. This resulted in laparotomy and repair by vascular surgery. The surgical assistant physician is a seasoned surgeon, but was not trained in robotic surgery. The estimated blood loss for the patient was 3 liters.====================== health professional's impression======================user error, training